Event description:
It was reported that cartridge alarm 20 occurred on pump, and caller had no backup insulin therapy available and planned to contact healthcare provider. There was no adverse impact to the customer¿s blood glucose level. Customer service arranged replacement pump.